Event description:
The customer reported a button error alarm after getting the insulin pump wet. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Moisture damage was noted on the electronic assembly during visual inspection. Unable to confirm the button error alarm due to the blank display.